Event description:
It was reported that during procedure, two delivery devices were opened, and both received the same error code 218 (faulty delivery device - delivery device impedance error). The procedure was not completed due to this event. The were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown. Device 1 of 2.